Event description:
It was reported that this single coil right ventricular (rv) lead exhibited gradually increasing pacing and shock impedance measurements over the past year. Boston scientific technical services (ts) reviewed the data and noted that there is no evidence of lead impairment or out-of-range measurements. Ts suspects the behavior is most likely related to change in tissue-lead interface such as calcification rather than lead/conductor problem. No adverse patient effects were reported. The lead remains implanted and in service. New information received indicates that isometrics and pocket manipulations were performed and there was no evidence of high impedances. The patient will be booked for a 1.1j shock to test the system. Additional information received indicates that the gradually increasing shock impedance measurements have exceeded 125 ohms. Ts reviewed stored electrocardiograms and confirmed that there was no evidence of oversensed noise but did identify possible loss of capture (loc) or fusion in an atrial tachy response (atr) episode. Ts recommended lead integrity testing.